Manufacturer narrative:
Label na. Journal reference: novak, et al. "Cases of ischemia associated with subthalamic nucleus stimulator implantation for advanced parkinson's disease." Movement disorders, 2006, 21:1477-1483.

Event description:
Journal reference: novak, et al. "Two cases of ischemia associated with subthalamic nucleus stimulator implantation for advanced parkinson's disease." Movement disorders, 2006, 21:1477-1483. The article describes case studies that involve ischemia associated with the subthalamic nucleus stimulator implantation. In addition, other complications from 5.5 yrs of dbs implant experience are also presented. Reportable event: a male pt with tremor predominant idiopathic pd elected to receive a stage bilateral stn dbs implant. Two months following the successful implant of the left brain lead, the right side lead placement surgery was undertaken, mapping with a microelectrode was difficult (7 tracks) and despite an unexplained absence of stn activity, the permanent electrode (model 3389) was implanted in track one. No adverse pt symptoms were noted during the procedure. Next day MRI showed edema and/or ischemia (nonhemorrhagic lesions described as ischemic infarct). Pt was discharged to home. In 3-6 days pt reported confusion and short term memory loss. Electroencephalogram at 3 months post surgery was more pronounced and focal to the right side. Some bilateral epileptiform activity during sleep was also noted. Pt was treated with anticonvulsants and confusion symptoms improved with some persistent short-term memory problems. Tremor was effectively controlled.